Event description:
As reported through the thv hotline, the patient received a 23 mm sapien 3 ultra resilia valve inside a 25 trifecta in a valve-in-valve procedure. After the patient left the cath lab and went to pacu, a little time passed, and the patient complained of chest pain. The patient was brought back to the cath lab, and an angiogram was performed of his left and right coronary. The right coronary artery was the culprit, so a stent was placed in the right coronary artery. The patient had reduced chest pain, and the procedure was completed. Later that evening the patient was having more chest pain and was brought back to the cath lab. A stent was placed in the right coronary artery. After this procedure was completed, the patient was still complaining of chest pain. The cardiac surgeon was contacted to have him examine the patient and take him to the operating room for a CABG graft to the rca. The next day, the patient seemed to be doing okay. At some point while sitting in his chair he had a loss of pressure and pulseless electrical activity and ended up passing away. The initial reporter did not allege that any ew device was deficient or inadequate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).